Event description:
It was reported that during percutaneous coronary interventional procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately tortuous and calcified right coronary artery (rca). The physician was post dilating an unspecified stent with the quantum maverick 4.5x12mm. The balloon ruptured at 20 atm on the second inflation. The first inflation was to 12 atm. The duration of the inflations is unknown. There were no patient complications reported and patient status post procedure was good.